Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would go blank and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that the keypad anomaly happened in the past and the buttons were working currently. No blank display troubleshooting was performed. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.